Event description:
No additional patient/event information has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(6) from c.h.u. Rennes pontchaillou informed cook on 07jan2020 of an incident involving a turbo-ject standard power injectable PICC line PICC [rpn: upicds-5.0-CT-nt-1110] from lot number 10100589. On 06jan2020 during a PICC line insertion procedure, the package was opened to find the tip of the wire guide frayed. The wire guide did not make patient contact. A new set was opened to complete the procedure. There have been no adverse effects to the patient due to this occurrence. A review of the complaint history, device history record (DHR), drawing, instructions for use (IFU), manufacturing instructions (mi), quality control, and specifications, as well as a visual inspection of the returned device was conducted during the investigation. One wire guide and wire guide holder were returned to cook for evaluation. Visual inspection of the device showed the mandril wire to be broken as well as an unraveled portion of the coil. There is evidence suggesting that the device was manufactured to specifications. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the design history file found that this device is both safe and effective for its intended use. A review of the dhrs for the reported complaint device lot (10100589) as well as the related wire guide sub-assembly lot revealed one non-conformance for "coil, separate" in which one device was scrapped. A database search found no other events associated with the reported device lot. As there are adequate inspection activities established, objective evidence that the DHR was fully executed, and no additional complaints from the same lot, it was concluded that there is no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling. The product¿s instructions for use [IFU] [t_ctpicc_rev9], provides the following information to the user related to the reported failure mode: how supplied: -¿store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from the package, inspect the product to ensure no damage has occurred." Based on the information provided, evaluation of the returned device, and the results of the investigation, a definitive root cause was traced to component failure without a manufacturing or design defect. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the wire of a turbo-ject standard power injectable PICC line PICC was frayed upon opening the package. A new set had to be used to complete the PICC line insertion. No patient contact was made. No adverse effects have been reported for this incident.